Event description:
It was reported that 7-in minibore tri-fuse set leaked. The following information was provided by the initial reporter: material no: mp9220-c batch no: 20035960 it was reported that there was a leakage where the tubing connects to the clave. Event description per email states: product description: tri-fuse ext set manufacturer name: bd damage xleak break was there an injury or death? Y n if yes, complete an epso report and quarantine equipment according to policy gen-015 date incident occurred: (B)(6) 2020 is product quarantined y n equipment: med watch completed? Y (...) Details of issue: leaking where the tubing connects to the clave, some are not creating a good seal.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The root cause of this failure could not be identified without a failure investigation. A device history record review for model mp9220-c lot number 20035960 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 7-in minibore tri-fuse set leaked. The following information was provided by the initial reporter: material no: mp9220-c ; batch no: 20035960 it was reported that there was a leakage where the tubing connects to the clave. Event description per email states: product description: tri-fuse ext set. Manufacturer name: bd damage xleak break. Was there an injury or death? Y n. If yes, complete an epso report and quarantine equipment according to policy gen-015. Date incident occurred: (B)(6) 2020. Is product quarantined y n. Equipment: med watch completed? Y (...) Details of issue: leaking where the tubing connects to the clave, some are not creating a good seal.